Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the mega suturecut needle driver instrument broke off inside the patient the same fragment was retrieved by the surgeon. Another instrument was used to complete the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.284" x 0.113" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.